Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump was alarming with continual low flow alarms. On (B)(6) 2017, it was reported that the patient had suspected pump thrombosis. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 13.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit was returned unattached to the pump¿s inlet port. The sealed outflow graft bend relief was returned unattached and severed at its hardware; the distal portion was returned. The sealed outflow graft was returned attached to the outlet port, and a 2" portion of the severed graft was returned. Examination of the textured blood-contacting surface of the outflow elbow revealed a non-laminated deposition adhered to the proximal opening. The lack of structure and lamination suggests that the deposition did not develop in the outflow elbow. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the reported low flow events which were confirmed through an evaluation of the submitted system controller log file. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.